Event description:
Caller reported a malfunction on the pump, identified as malf 0, with a corresponding fault ID of 0x277d. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, which successfully resolved the malfunction. Customer was advised to continue using the pump and to contact technical support if the issue recurs, which the caller acknowledged and understood.